Manufacturer narrative:
Age of device: 5 years, 5 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that bend relief got detached from the percutaneous lead ( driveline) connector. No alarms were reported for this event. Patient was asymptomatic. X-ray was not performed. Rescue tape was used to stabilize the bend relief. Percutaneous lead replacement was performed on (B)(6) 2018. It was reported that patient is doing well at home. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by the clinical specialist. The separation of the driveline's silicone sleeve was previously investigated, and it was determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.